Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing a patient notifier. A low pacing impedance was observed on the left ventricular (lv) lead. A dislodgement of the lv lead was suspected, but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received that the left ventricular (lv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored,